Event description:
Information contained on the airlife broselow pediatric emergency reference tape is incorrect for 2025 edition, 36-23446, rev3. In the calculation basis table, the vecuronium dose listed under "pre-rsi/rsa nmb" is listed as 0.1mg/ml, this should be listed as 0.1mg/kg. Additionally, the dose listed for flumazenil IV/io is 0.1mg/kg, which should be 0.01mg/kg. This information has potential to result in 10x dose error for pediatric patient.